Event description:
The event is reported as: "the mask was struggling to ventilate the pt and had a poor seal on the pt's face. With removal from the face they discovered that the mask had deflated." Additional information, as reported, in the product complaint form: "the pt was going into cardiac arrest in the hospital. They used another device without issue. It has been confirmed that the pt passed away but that it was not related to the device issue." At present time teleflex can't confirm who specifically made the confirmation of this statement.

Manufacturer narrative:
It is reported that the user facility does not know the lot number of the device used in the reported event. The box in which the device came in was thrown out. The results of the investigation are not available at the time of this report.